Event description:
The customer reported that the driver stopped, but the unit did not shut down. The pressure was lost and the minimum alarm was set to 8 cmh2o and the maximum alarm was set to 40 cmh2o.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The user facility reported that when the mean airway pressure was reduced, the ventilator stopped working and could not be restarted. The ventilator was in use on a patient at the time this issue occurred. The patient was removed from the ventilator, briefly ventilated with a resuscitation bag, and placed on another ventilator. It is unknown at this time if there was any patient harm/injury associated with the reported issue. The distributor evaluated the device and did not find any issues with the device. The device meets manufacturer's specifications.